Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff did not inflate. The event happened at the hospital and was operated by a health professional. The issue was resolved by using a different trach. There was patient involvement, and patient injury was reported, but no additional details were given.

Manufacturer narrative:
Two unused sample devices were received for investigation. The inv results will be submitted when available and codes b21, c21 applied.

Manufacturer narrative:
One device was returned for investigation in good condition with no perceivable damage or anomalies. The device was functionally tested using a syringe to inflate the cuff. The cuff did not fully inflate according to the instructions for use, the investigators massaged the cuff and reinflated it. The cuff then inflated as expected and no further device malfunctions were found. No root cause determined as the device worked as expected after following the instruction for use. The device history record of the reported lot number was found to have no non-conformities during the manufacturing process.